Event description:
It was reported to philips that system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that the system was not booting up and suspected the power supply was not being supplied to the system. The customer performed troubleshooting, checked m cabinet and found l3 lamp and f4 circuit breaker were off. To resolve the issue, the customer reset the f4 circuit breaker, which restored the system was turned on. Customer performed functional tests, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.